Event description:
The customer's father reported via phone call that the insulin pump's screen had some blank spots. Some of the alerts did not appear on the screen. The customer could hear the alarm but part of the screen was blank. He could not see what the alarm was. Customer's blood glucose level was not reported. Troubleshooting was not performed because the customer's father did not have the insulin pump with him. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.